Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: zinger; guide cath: medtronic jr; sheath: terumo; other: cook. Date of event estimated. Date of implant estimated. (B)(4): excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 4.0 x 38 mm xience xpedition stent delivery system (sds) was advanced to the lesion for direct-stenting. Some resistance was noted with the tight lesion. The sds was inflated to rated burst pressure; however, the lesion did not break and the shape of the lesion could still be seen on the balloon. The stent was implanted; however, during deflation of the sds, only the proximal portion of the sds balloon deflated. The sds was attempted to be removed with force; however, the shaft separated. Resistance was noted with the deployed stent as well as the anatomy. The separated portion was removed using a cook clip. Post-dilation was needed to fully appose the stent to the vessel wall and the procedure was completed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The resistance during advancement, difficulty deploying the stent implant, difficultly deflating, and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.